Manufacturer narrative:
(B)(4). The customer returned one ez-io 15 mm needle set for evaluation. Visual inspection of the unopened kit confirmed that the needle guard was completely removed from the needle and the needle tip was exposed. There was one puncture hole noted in the packaging compromising the sterile barrier. This failure mode is likely related to the design of the kits packaging. Corrective actions for a CAPA were implemented in (B)(6) 2021. This ez-io kit was manufactured in may 2020, prior to the corrective actions being implemented. The complaint of a guard becoming removed from its needle while still in the kit was able to be confirmed by a complaint investigation of the returned sample and the returned customer photo. The returned unopened kit was confirmed to contain a needle with its guard completely removed from the needle. There was one puncture hole from the needle observed in the packaging. The likely cause of this complaint is the package design. Corrective actions for a CAPA were implemented in (B)(6) 2021. This ez-io kit was manufactured in may 2020, prior to the corrective actions being implemented.

Event description:
During inventory check the needle cap was found detached inside the packaging.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During inventory check the needle cap was found detached inside the packaging.